Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the ok keypad button required multiple presses to elicit a response. The reporter noted damage to the keypad and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast and ok keypad buttons were intermittently unresponsive and required excessive force to activate; the up arrow and down arrow keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The keypad symbols were found to be worn, which has no effect on insulin delivery.